Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent attune tkr on (B)(6) 2022. Presented back to the surgeon complaining of pain. Surgeon performed an arthroscope and noted the poly appeared 'not engaged and sitting up'. Plan to change poly and investigate the knee. Debridement and poly removed. Surgeon noted the poly 'was not engaged and came out easily with a small amount of force'. Knee was debrided and a new poly inserted of the same thickness. Surgeon was satisfied with the stability and fixation of the poly.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence revealed that, due to the poor quality of the photo there is not enough evidence to confirm the disassociation between the insert and the tibial tray. Additionally, disassociation cannot be confirmed without a x-ray evidence. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.